Event description:
It was reported that the burr got stuck with the wire. A 1.50 mm periph rotalink plus and rotawire were selected for use. During the procedure, the rotalink catheter got stuck in the wire and wasn't able to advance. Furthermore, the wire kinked when they tried to advance the rotalink and they have to remove everything out of the patient as the rotalink got stuck in the same spot of the wire. The procedure was completed with a different device. No complications were reported.